Event description:
On (B)(6) 2018 a patient received a perceval pvs23 sutureless aortic heart valve as part of the sure-avr trial. The procedure was performed via mini-sternotomy and no concomitant procedures were performed. The manufacturer was notified of a serious adverse event via the sure-avr clinical registry. The patient passed away on (B)(6) 2019 due to cardiovascular mortality / all valve-related deaths / endocarditis. No autopsy was performed. On february 28, 2019 the manufacturer received the following information from dr. (B)(6). Prior to the detection of the endocarditis the site performed an echocardiogram and the valve was functioning well. The patient had a fever and the site performed a blood culture test and determined that the infectious microorganism was staphilococus ludoniensis. No calcification or vegetation was present on the valve and it was reported the patient had no history of previous endocarditis. The site began antibiotic treatment, but the patient had a root abcess and passed away from fulminant sepsis. It was also reported the patient was severely obese. The device was not explanted and is therefore not available for return or analysis.

Manufacturer narrative:
On february 28, 2019 the manufacturer received the following information from (B)(6). Prior to the detection of the endocarditis the site performed an echocardiogram and the valve was functioning well. The patient had a fever and the site performed a blood culture test and determined that the infectious microorganism was staphilococus ludoniensis. No calcification or vegetation was present on the valve and it was reported the patient had no history of previous endocarditis. The site began antibiotic treatment, but the patient had a root abcess and passed away from fulminant sepsis. It was also reported the patient was severely obese. The device was not explanted and is therefore not available for return or analysis. The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova. The results confirmed that this valve satisfied all material, visual, sterilization, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. If staphilococus ludoniensis was present on the tissue valve before sterilization, it would be killed very easily by the manufacturers liquid chemical sterilant. The sterilant contains a mixture of glutaraldehyde and alcohol, both of which are highly effective against staphilococus ludoniensis. The manufacturer has validated this liquid chemical sterilization process with spore forming bacillus atrophaeus, which is the most resistant microorganism known for aldehydes. Following routine sterilization, the valves are aseptically packaged in a solution that inhibits growth of infectious microorganisms with steam sterilized closures and jars. The packaging process occurs in a vaporous hydrogen peroxide (vhp) decontaminated isolator; thus there is no risk of valve contamination post-sterilization. Each closure/jar containing the valve is integrity tested after packaging, thus ensuring a sealed barrier for the product to remain sterile during transport up until the closure/jar is opened. Based on the verification of device sterilization and the information from the site the event can reasonably be attributed to patient factors. However, at this time the exact root cause of the reported endocarditis cannot be determined because the valve was not explanted and thus cannot be analyzed.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, sterilization, visual and performance standards required at the time of manufacture and release.

Manufacturer narrative:
Device not explanted. No autopsy.

Event description:
On (B)(6) 2018 a patient received a perceval pvs23 sutureless aortic heart valve as part of the (B)(6) trial. The procedure was performed via mini-sternotomy and no concomitant procedures were performed. The manufacturer was notified of a serious adverse event via the (B)(6) clinical registry. The patient passed away on (B)(6) 2019 due to cardiovascular mortality / all valve-related deaths / endocarditis. No autopsy was performed.